Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
It was reported that during use the ventilator sounded a 'check vent: backup alarm failed' alarm. The ventilator was being used on a patient at the time of the reported event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician confirmed the reported issue in the ventilator diagnostic logs. The central processing unit (cpu) will be replaced.

Manufacturer narrative:
G4: 20feb2020; b4: 21feb2020. The manufacturer¿s international service technician replaced the central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 16aug2020. G4: (B)(6) 2020. A cpu was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.